Manufacturer narrative:
Result: fowler brake.

Event description:
It was reported by service report that the fowler would drift down when weight was applied. There was pt involvement; however no adverse consequences are reported.